Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the clinician attempted to program metronidazole via interoperability. Approximately thirty-five minutes into the infusion patient reportedly became hypoxic and unable to move. It was noted when team arrived that cisatracurium was in fact infusing and not metronidazole. The patient was quickly intubated and stabilized. Patient was extubated eight (8) hours later. Further information was received following preliminary review of hl7 data by bd senior interoperability consultant. It was reported that the clinician attempted to program metronidazole as a secondary medication however received a "9013 error message" -an interoperability error message which means "unable to program medication as piggyback". It was noted there was not a primary bag infusion running on the pump when the nurse received the 9013 error. The clinician manually programmed a basic primary infusion then used interoperability to hang the metronidazole as a secondary infusion, that was later identified to be cisatracurium infusing. No further information was able to be pulled from the hl7 messages.

Manufacturer narrative:
Omit: c20 no findings available, d15 cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported that the pump medication error was not determined. Based on the review of the pcu event log. ¿ on (B)(6), 2024, at 3:02 am, the system received a remote IV message for drug ID 930 (suspected metronidazole) the infusion was not started due to needing a supporting primary infusion (which was the suspected reported hl7 9013 error message). ¿ at 3:02 am, a primary infusion was started with a rate 20 ml, and a vtbi 20 ml. ¿ at 3:07 am, a remote IV infusion was received/started for drug ID 930 (suspected metronidazole) with a rate of 100ml/h, and a vtbi 100 ml. ¿ at 3:36 pm, pump was paused. ¿ at 3:37 pm, device was powered off. ¿ although requested, the incident devices were not received for this investigation; therefore, they could not be laboratory tested. Root cause: the root cause of the reported medication error was not determined. The facility reported there was no suspected pump errors.

Event description:
It was reported the clinician attempted to program metronidazole via interoperability. Approximately thirty-five minutes into the infusion patient reportedly became hypoxic and unable to move. It was noted when team arrived that cisatracurium was in fact infusing and not metronidazole. The patient was quickly intubated and stabilized. Patient was extubated eight (8) hours later. Further information was received following preliminary review of hl7 data by bd senior interoperability consultant. It was reported that the clinician attempted to program metronidazole as a secondary medication however received a "9013 error message" -an interoperability error message which means "unable to program medication as piggyback". It was noted there was not a primary bag infusion running on the pump when the nurse received the 9013 error. The clinician manually programmed a basic primary infusion then used interoperability to hang the metronidazole as a secondary infusion, that was later identified to be cisatracurium infusing. No further information was able to be pulled from the hl7 messages.